Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2019) is known. Batch # t5a66z. Device evaluation summary: the analysis results found that the ntlc75 device was received with no apparent damaged and with a reload loaded in the device. The reload had the proximal 3 drivers up and the remaining drivers down with staples present and swing tab in the locked position. The cartridge reload swing tab was reset in order to fire the cartridge. The device was test with the returned cartridge, the firing sequence was not completed as the device stopped and the firing knob would not advance any further. The cartridge was disassembled to verify the condition of the internal components, a driver and the wedge sled were found damaged. In addition, the device was tested for functionality with a test cartridge and achieved its firing sequence without any difficulties and the staples meet the staple form release criteria. While no conclusion could be reached as to how wedge knife assembly became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the prof experienced liner cutter lockout during the right hemicolectomy. The cutter failed to continue to fire. Surgeon had to reverse the knife back to zero position. No parts left in patient body cavity. The rest of the procedure was continued by using a new liner cutter. The procedure was successfully completed. There were no patient consequences reported.